Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned device was visually analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. Due to the dissection the mechanical and electrical inspection of the lead was not properly feasible. In summary, the lead was found dissected upon receipt, which occurred most likely during the explantation procedure. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
This lead was returned without documentation from boston scientific. Per boston scientific this lead was explanted on (B)(6) 2014. The reason for this was unknown. Attempted to obtain explant information from the patients following physician. Phone calls and faxes were not returned. It is unknown why this lead was explanted. Should additional information be received, this file will be updated.